Manufacturer narrative:
(B)(4). Visual inspection was not performed as the cartridge was not returned to the manufacturer. Photos of the affected product were provided and were evaluated. Dent/distortion was observed on cartridge tip. A small piece of the cartridge was observed broken off but still attached to the tip. Based on the reviewed photos provided the reported claim of(excess material on molded cartridge) was not verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after loading an intraocular lens (iol), a burr was noticed on the tip of the cartridge 1mtec30. No patient contact reported and the sample was discarded.